Event description:
Device: resmed aircurve 11 vauto bilevel pap (bipap). Product description: aircurve 11 vauto USA tri. Product code 39019. Serial #: (B)(6). RMA #: (B)(4). First use (in-service): on or about (B)(6) 2026. Event: on or about (B)(6) 2026, while I was asleep and receiving therapy, the device suddenly failed and displayed "system error code 1." The failure occurred mid-use during the night and abruptly interrupted my breathing support without warning. The device would not resume operation and would not power on normally afterward. It failed after under three months of normal nightly use. I depend on this bipap to treat severe sleep apnea / upper airway resistance syndrome (uars); it maintains my airway and breathing during sleep. When it failed mid-night, my prescribed therapy was cut off while I slept. I completed all manufacturer-directed troubleshooting (unplugged 5+ minutes, ran the device with no accessories connected, tried a different power outlet), and system error code 1 persisted. The device has been non-functional since. Patient harm / outcome: because the device failed and has not been repaired or replaced, I have been without my prescribed breathing therapy. During this period I have experienced hypertension (elevated blood pressure). Loss of pap therapy in a patient with sleep-disordered breathing is a recognized contributor to elevated blood pressure and cardiovascular strain, and the onset of my hypertension coincides with the time the device has been broken and my therapy interrupted. Manufacturer / device evaluation: I submitted the device for warranty evaluation. The manufacturer's repair facility confirmed the error and stated the failure was due to "water damage throughout blower chamber," with a failed flow test, and listed required repairs to the main pcb, blower, flow/outlet plate foams, suspension subassembly, chassis assembly, and flow/outlet plates. The manufacturer denied warranty coverage, asserting its limited warranty excludes water damage, and issued a $467.61 repair estimate to be paid out of pocket. I dispute this determination. I used the device strictly as directed: kept level on a flat surface, never filled the humidifier above the fill line, never submerged or exposed it to water, never used an ozone or automated cleaner, and cleaned it weekly per the guidelines. This is a heated-humidifier bilevel device designed to operate with water; moisture in the air path, including normal condensation ("rainout"), is expected during normal operation and is not evidence of misuse. The manufacturer has not provided the inspection report or photographs substantiating that any water intrusion resulted from misuse rather than a product defect. Resmed's published limited warranty does not list water damage as an exclusion. I am reporting this because a prescription breathing-therapy device failed suddenly during use, interrupted my therapy mid-sleep, has left me without treatment, and the failure has coincided with new cardiovascular harm (hypertension).